Manufacturer narrative:
On 30-june-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970433l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction with thermocool® smart touch® sf bi-directional catheter. The patient suffered a pericardial effusion. Accessed to rvot with stsf via vizigo sheath to perform pvc mapping. Approximately 20 minutes after the mapping was started, the patient complained of chest pain and blood pressure was confirmed to be in the low 80s mmhg. (110 mmhg at the time of entering a room.) After removing the catheter, body surface echocardiography confirmed a pericardial effusion. Timing was approximately 20 minutes after the mapping was started. Protamine and noradrenaline were administered. Blood pressure recovered after about 15 minutes. After that, the doctor confirmed that the pericardial fluid was also decreasing by echocardiography and decided not to perform drainage, and the patient was sent to the ICU. The doctor commented that he did not feel any poking with the ablation catheter or sheath; the maximum contact force was 41 g at the point on the carto. No specific catheter or sheath failure was identified. He did not feel any abnormalities about contact force. Atrial septal puncture was not performed. No ablation was performed. The complaint product(s) will not be returned for analysis. Additional information: no steam pop because ablation was not performed. The event occurred during the mapping phase. When pericardial effusion (pe) occurred, no ablation has been conducted. No error message observed. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. No additional medical intervention was required, so far. Smartablate generator was used, the serial number was unknown. Thermocool® smarttouch® sf catheter was used for pvc mapping. Ablation was not conducted before the cardiac tamponade observed. Real time graph; dashboard; vector; visitag were all used. Tag index was used. During the procedure, thermocool® smarttouch® sf catheter and vizigo sheath were used. No product will be returned. Additional information - mapping was performed with stsf. The physician commented that although the cause of pericardial effusion was unknown, it was considered to be caused not by the bw product but by the procedure or patient. Protamine and noradrenaline were administered during the procedure. The patient was fully recovered and recharged from the hospital on (B)(6) 2023. Patient was controlled in the ICU for 2 days due to follow-up observation with extended hospitalization. Visitag module was used and parameters for stability were range 3mm, time 3sec, fot 25%, tag size 2mm. Generator information. Make, model, serial number ---smartablate generator, the serial number was unknown. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.